Manufacturer narrative:
The t:slim x2 pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. This will result in an inaccurate display of the insulin level on the home screen. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 24 units. Reportedly, the cartridge was filled with approximately 250 units. In addition, the customer reported that a previously used cartridge had been refilled. Blood glucose level was 125 mg/dl. Although requested, no additional information was provided by the customer.